Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm motor error during priming. Customer's blood glucose at time of incident was unknown. The customer stated that the drive support cap was correct and pump was not exposed on electromagnetic field. The customer stated that he received motor position encoder error alarm once. The customer was not able to check alarm history due to motor error occurred during rewinding. The customer was advised to not use this pump and agreed to send oow letter.